Event description:
It was reported that faradrive steerable sheath clear was selected for in a pfa (pulsed field ablation). During procedure, after crossing the septum, the physician went to aspirate the sheath, and he stated that there was air ingress. It was replaced the sheath and everything was normal the rest of the case. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and no abnormalities or defects were found on the exterior of the returned sheath. The returned sheath was leak tested and passed leak performance testing. Finally, during microscope inspection, the microscopic imaging shows no abnormalities or defects on the hemostatic valves. Therefore, the reported allegation was not confirmed through product analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for in a pfa (pulsed field ablation). During procedure, after crossing the septum, the physician went to aspirate the sheath, and he stated that there was air ingress. It was replaced the sheath and everything was normal the rest of the case. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis,

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The sheath performed as intended during leak testing. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy and no abnormalities or defects on the hemostatic valves were revealed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a review of the faradrive steerable sheath risk documentation was completed and confirmed that the event of leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for in a pfa (pulsed field ablation). During procedure, after crossing the septum, the physician went to aspirate the sheath, and he stated that there was air ingress. It was replaced the sheath and everything was normal the rest of the case. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis, it was further reported that no abnormalities were noticed during preparation along with the sheath. No device had been introduced into sheath other than the dilator when air was noted. Physician used a transducer for irrigation. No leak was noted and air was not seen in the patient. Farawave had not been inserted yet in the patient.